Event description:
It was reported that during a lap hand assisted sigmoid colectomy procedure, the top piece (the seal assembly) broke. No metal touched, was putting hand in with hub. They got a new one to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Date sent: 12/04/2007. Info anticipated, but unavailable at this time.